Event description:
It was reported by a customer that on (B)(6) 2011 there was unavoidable tissue contact due to the extremely large size of the patient's gland. Per the customer, the aiming beam pulsed and then came out from the end of the fiber at 163,040 joules. Additional information reported by the customer was during set-up an aim test was performed on the fiber and the beam was visible. There were no error codes displayed on the console when this incident occurred. The user did not experience any injuries. No patient injury was reported.